Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2020. Humeral stem, 43 eccentric head and centered spacer were removed and replaced by humeral stem, 47 centered head and centered spacer. Primary surgery occurred (B)(6) 2020.